Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the introducer was inserted into the patients right subclavian vein. After in use for a day, the side port disconnected causing blood to come out. As a result, it was removed and discontinued. There were no patient complications reported.